Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, g1, h2, h4, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device login issue was due to the user account being locked. A technical support specialist confirmed with the customer that the information technology team was working for further investigation. Permission was granted for case closure.

Event description:
It was reported when using the bd pyxis medstation system displayed an "unable to authenticate" error message when a nurse needs medications urgently. The customer reported that several nurses have been experiencing this issue, with one nurse being affected every two weeks and it took about 15-20 minutes to log back in. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device login issue was due to the user account being locked. A technical support specialist confirmed with the customer that the hospital 's information technology team was working for further investigation and created another ticket.

Event description:
It was reported when using the bd pyxis medstation system displayed an "unable to authenticate" error message when a nurse needs medications urgently. The customer reported that several nurses have been experiencing this issue, with one nurse being affected every two weeks and it took about 15-20 minutes to log back in. There were no adverse events or injuries reported based on this event.